Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The child has not been responding to sounds since the past 15-20 days. No trauma or accident has been reported.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode, as might be caused by an external mechanical impact appears likely. However to determine an exact root cause a device investigation of the explanted device is necessary. The device has been explanted, but has not been received for investigational purposes yet.

Event description:
The child has not been responding to sounds since the past 15-20 days. No trauma or accident has been reported. In situ measurements show 6 channels with high impedance and 2 channels involved in one short circuit. Troubleshooting for the external parts was done and normal functioning was observed. The device was explanted.

Manufacturer narrative:
Conclusion: damage to the active electrode, likely caused by minute device mobility, was determined to have led to device failure over time. Also an impact to the head might have weakened the fixation of the active electrode and could also be a factor for electrode mobility. The investigation results appear to match the symptoms mentioned in the patient report. This is a final report.

Event description:
The child has not been responding to sounds for the past 15-20 days. No trauma or accident has been reported. In situ measurements show 6 channels with high impedance and 2 channels involved in one short circuit. Troubleshooting for the external parts was done and normal functioning was observed. The device was explanted.